Event description:
Description of event according to study: (B)(6): zenith alpha thoracic post market retrospective study on the day of the procedure, the patient died after experiencing hemorrhagic shock. On (B)(6) 2021, this 68-year-old female patient was urgently treated for fusiform thoracic aortic aneurysm with placement of a zta-p-36-161 and a zdeg-pt-38-30-199-pf. The patient was hemodynamically stable prior to the procedure. No pre-procedure or procedure imaging data have been entered. On the day of the procedure, the patient experienced hemorrhagic shock, suspected aortic rupture due to thoraco abdominal aortic aneurysm (taaa). Resuscitation measures were unsuccessful and the patient died. Patient outcome: on (B)(6) 2021, the patient died. The cause of death is noted as ¿hemorrhagic shock some hours after procedure. Suspected aortic rupture due to taaa.¿ clinical review nurse cannot rule out relationship of death to device and/or procedure.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. (G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Updated description of event (B)(6) 2025: synopsis: on the day of the procedure, the patient died after experiencing hemorrhagic shock. On (B)(6) 2021, this 68-year-old female patient was urgently treated for fusiform thoracoabdominal aortic aneurysm with placement of a zta-p-36-161 and a zdeg-pt-38-30-199-pf. The patient was hemodynamically stable prior to the procedure. Procedure information states that there is a planned staged procedure for the thoracoabdominal aneurysm and the distal device (zdeg-38-30-199-pf) is placed in anatomy with a distal diameter of 41-42 mm. No device issue were noted at the end of procedure. A couple of hours post procedure, there is a suspected rupture of the thoracoabdominal aneurysm, which is unsuccessfully treated with an occlusion balloon in thoracic aorta. The rupture is considered related to treated aortic disease but unable to determine relatedness to study procedure nor study device. It is also indicated that a pre-existing aneurysm of ascending aorta have contributed to the event. Patient dies some hours of hemorrhagic shock caused by the suspected rupture. Resuscitation measures were unsuccessfully. Updated patient outcome (B)(6) 2025: on (B)(6) 2021, the patient died. The cause of death is noted as ¿hemorrhagic shock some hours after procedure. Suspected aortic rupture due to thoracoabdominal aortic aneurysm (taaa). Unsuccessful resuscitation measures". This is related to an adverse event registered as aortic rupture which was unsuccessfully treated with an occlusion balloon in thoracic aorta. Site has noted that the event is related to treated aortic disease but unable to determine relatedness to study device nor study procedure due to retrospective event. It is also noted that a pre-existing condition of aneurysm in ascending aorta contributed.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable to FDA as the event is now considered a side-effect. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2021, this 68-year-old female patient was urgently treated for fusiform thoracoabdominal aortic aneurysm with placement of a zta-p-36-161 (complaint device) and a zdeg-pt-38-30-199-pf (handled in related complaint). The patient was hemodynamically stable prior to the procedure. Procedure information states that there is a planned staged procedure for the thoracoabdominal aneurysm and the distal device (zdeg-38-30-199-pf) is placed in anatomy with a distal diameter of 41-42 mm. No device issue were noted at the end of procedure. A couple of hours post procedure, there is a suspected rupture of the thoracoabdominal aneurysm, which is unsuccessfully treated with an occlusion balloon in thoracic aorta. The rupture is considered related to treated aortic disease but unable to determine relatedness to study procedure nor study device. It is also indicated that a pre-existing aneurysm of ascending aorta have contributed to the event. Patient dies some hours of hemorrhagic shock caused by the suspected rupture. Unsuccessfully treating with an occlusion balloon followed by unsuccessful resuscitation. A clinical assessment (dated (B)(6) 2025) by a medical advisor was made based on a single complaint report generated on (B)(6) 2025 and the completed casebook generated (B)(6) 2025. The medical adviser states: "the emergency nature of the tevar procedure points towards an acute taaa complication, which could well have been early signs of an aortic rupture. The latter is a very serious event which often leads to death. In addition, it is a well-known complication and described in various clinical documents such as cers (meaning clinical evaluation reports) and ifus (mening instructions for use)." No additional information could be requested, since for this site, for non-consented deceased patients, only fully anonymized data collection is permitted by national legislation. It was reported that the event is related to treated aortic disease but unable to determine relatedness to study device nor study procedure due to retrospective event. It is also noted that a pre-existing condition of aneurysm in ascending aorta contributed. A staged procedure was planned, assuming another device was to be connected to the distal zdeg for better sealing. No CT (computer tomography) was provided and based on all the provided information including the clinical assessment, that the patient dying the same day as the first step of the procedure, it is assessed to be a side-effect inherent to patient medical condition which was emergent and complicated. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.